Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a3, and h6. Added information to d7a. H3: investigation results - the revision reported may have been the result of the prosthesis wear and femoral stem loosening as stated in the operative notes. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The polyethylene wear was likely due to a combination of the risk factors. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2014. Approximately 5 years and 4 months after the initial surgery the patient had a right hip revision on (B)(6) 2019. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6), 120-65-45 - bone screw 6.5mm dia x 45mm long; (B)(6), 142-32-03 - cocr fem head 32mm +3.5 offset 12/14; (B)(6), 164-01-14 - element-stem, collarless w/ha, std offset, sz 14; (B)(6), 180-01-50 - nv crown cup clstr hole 50mm group 1. Pending investigation.